Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, and recurrent mitral regurgitation it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted prolapse and flail of the posterior leaflet on p2/p3. On (B)(6), one clip was implanted, reducing mr to 1-2. Two days later, the mr was still at 1-2, and the patient was discharged. Then on (B)(6) 2021 when the patient returned for a follow-up, the echocardiogram showed the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4+. The physician stated that the slda is possibly due to friable leaflet or the progression of the pathology. Additional treatment was not performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history gave no indication of a lot specific product issue. Based on the information reviewed, the single leaflet device attachment/slda appears likely to be due to challenging patient anatomy. The reported mitral regurgitation (mr) was an outcome of slda, and mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.